Event description:
It was reported that during a device change-out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced. The patient condition is stable.

Manufacturer narrative:
.